Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: age, other relevant history, upn, uf/voluntary medwatch#.(B)(4).

Event description:
Same case as MDR ID# 2134265-2011-00704. Same case as MDR ID# 2134265-2011-00705. It was reported that during an unspecified treatment procedure, a guide wire tip fracture occurred. The totally occluded lesion was located in the right coronary artery (rca). A pt2 floppy guide wire was advanced to the target lesion. For back up support an apex balloon catheter was advanced to the target location. During advancement of the balloon catheter the tip of the pt2 floppy guide wire fractured and remained inside the patient. A pt2 extra support guide wire was advanced to retrieve the fractured tip. However, during the retrieval attempt the tip of the pt2 extra support guide wire fractured "at the same area". The tip of the pt2 extra support guide wire was successfully removed along with the apex balloon catheter. The procedure was not completed due to this event. No further patient complications were reported and patient's status is stable.

Event description:
Same case as MDR ID# 2134265-2011-00704. Same case as MDR ID# 2134265-2011-00705. It was reported that during an unspecified treatment procedure, a guide wire tip fracture occurred. The totally occluded lesion was located in the right coronary artery (rca). A pt2 floppy guide wire was advanced to the target lesion. For back up support an apex balloon catheter was advanced to the target location. During advancement of the balloon catheter the tip of the pt2 floppy guide wire fractured and remained inside the patient. A pt2 extra support guide wire was advanced to retrieve the fractured tip. However, during the retrieval attempt the tip of the pt2 extra support guide wire fractured "at the same area". The tip of the pt2 extra support guide wire was successfully removed along with the apex balloon catheter. The procedure was not completed due to this event. No further patient complications were reported and patient's status is stable.

Event description:
Same case as MDR ID# 2134265-2011-00704. Same case as MDR ID# 2134265-2011-00705. It was reported that during an unspecified treatment procedure, a guide wire tip fracture occurred. The totally occluded lesion was located in the right coronary artery (rca). A pt2 floppy guide wire was advanced to the target lesion. For back up support an apex balloon catheter was advanced to the target location. During advancement of the balloon catheter the tip of the pt2 floppy guide wire fractured and remained inside the patient. A pt2 extra support guide wire was advanced to retrieve the fractured tip. However, during the retrieval attempt the tip of the pt2 extra support guide wire fractured "at the same area". The tip of the pt2 extra support guide wire was successfully removed along with the apex balloon catheter. The procedure was not completed due to this event. No further patient complications were reported and patient's status is stable.